Manufacturer narrative:
The investigation determined that a higher than expected vitros tsh result was obtained from a non-vitros biorad anemia l1 control fluid lot 43290, when compared to the customer¿s established baseline mean, using a vitros tsh reagent on a vitros5600 integrated system. The most likely assignable cause is instrument related. The condition of the instrument required service actions to the well wash system and replacement of waste tubing by an ortho field engineer to return the instrument to expected operation indicating that the instrument was likely not performing as intended at the time of the event. Following service actions, acceptable qc fluid results were processed indicating the vitros 5600 system was performing as expected. The higher than expected qc fluid result was from non-patient fluid and so was not reported from the laboratory. However, the investigation could not conclude patient samples were not affected or would not be affected if the event were to recur undetected. There is no allegation of patient harm as a result of the event.

Event description:
A customer reported a higher than expected tsh result obtained from a non-vitros biorad anemia quality control (qc) fluid, using vitros immunodiagnostic products tsh reagent on a vitros 5600 integrated system. Biorad anemia l1 lot 43290 result of 0.240 miu/l vs. The expected results of 0.160 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The unexpected result was attained from a qc fluid. There were no reports of affected patient results and there were no allegations of patient harm. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc. Complaint number: (B)(4).